Event description:
The caller reported that the pump battery would not charge. There was no reported issue to customer's blood glucose. The customer tried different wall adapters and charging cables, but these attempts did not resolve the issue. The customer reverted to an alternate form of insulin therapy.